Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device without any patient complications reported. The patient was in good condition.